Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit has no air in line and shuts down. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp no air in line and unit shuts down. Getinge field service engineer (fse) found several loss of gas alarms in history. Unit would not pass pim portion of all manifold leak test. Replacing the pneumatic module assembly corrected this. Unit passed all calibration, functional and safety tests performed. No patient harm. The equipment was cleared for customer use. This part was received with a reported unit failure message of leak in circuit and failed pim leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department could not verify the failure of failed pim leak tests. Pim passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has no air in line and shuts down.